Manufacturer narrative:
H6: imdrf device code a1401 captures the reportable issue of balloon failed to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2023. During the procedure, multiple attempts was made to inflate the balloon. However, the balloon was not fully inflating. It was noticed that the balloon did not deflate completely, the device was then pulled out from the patient and was cut with wire cutters to remove it from the scope. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.